Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens (iol) approximately 1 month following the initial implantation procedure. "Unexpected outcome" was the reported reason for the explant. An alternate lens was implanted. Further information has not been received from the facility.